Event description:
Following an interventional procedure, a 6f angio-seal device was deployed. The pt oozed initially and manual pressure was applied for 5 minutes which resolved the ooze. A hematoma was noted approx one hour post deployment. Manual pressure was applied and the hematoma was decomprssed. The pt vaso-vagaled and a CT scan was performed which revealed a retroperitoneal bleed. Two units of blood were administered and hemostatis was achieved. It should be noted that the user was in the process of becoming certified on 6f sts deployment techniques.